Manufacturer narrative:
The instructions for use for the protean fragment plating system includes the following warnings: "the patient should be informed about the importance of following the post operative rehabilitation prescribed to fully understand the limitations in activities of daily living. The patient must be warned that failure to follow postoperative care instructions may cause the implant or treatment to fail." "Potential fragment plating system construct failures such as implant breakage, loosening, fixation failure, delayed union, or non-union may occur as a result of non compliance to post operative rehabilitation, excessive wrist activities or construct overloading." The patient likely stressed the plate by lifting heavy weights prior to full healing of the fracture.

Event description:
A patient's metacarpal protean fragment plate broke while weightlifting six weeks after implantation.